Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to performance decrement. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 20, 2023.